Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore the device manufacture date unknown. This is a non-sterile device with no expiration date. (B)(4). Conclusion is being used in lieu of an adequate conclusion code for device not returned. According to the complainant, the suspect device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used. According to the complainant, the bristles of the brush are breaking off and remaining inside the scope (report # 3005099803-2019-03754). Reportedly, during the next procedure, the bristles that were left in the scope channel were pushed inside the patient. There was no attempt to remove the bristle from the patient because the physician believed that they would pass naturally (report # 3005099803-2019-03839). There was no serious injury nor any adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.